Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net. Review on transmission revealed non sustained right ventricular oversensing due to post-paced t-wave over-sensing on the right ventricular channel. The patient did not receive therapy during the over-sensing. Programming changes were made to address the issue. There were no patient consequences.